Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during a sphincter of oddi monometry procedure. According to the complainant, during the procedure, the tip of the guidewire detached into the patient's common bile duct. The physician attempted to retrieve the tip, but was unsuccessful. The physician has no major concerns regarding the unretrieved device fragment. The procedure was completed with another pathfinder with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): tip detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.